Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006.

Event description:
It was reported that after a day of the implant of this neurostimulator, the patient could not stand up. The device was explanted. There were no additional patient complications.